Manufacturer narrative:
Device monitored for several days. Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device received with all operating currents within specification. Passed a21 error test, rewind, displacement test and self test. No unexpected battery power loss anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a battery out limit alarm and a keypad anomaly. The customer¿s blood glucose was 13.0 mmol/l at the time of incident. Customer stated that the insulin pump alarmed battery out limit and unable to clear after it was exposed to pool water. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. No battery out limit troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is not expected to return for analysis.